Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent spinal fusion surgery on the lumbar region at l4 to s1, where only rhbmp-2 and collagen sponge were used. The rhbmp2 collagen sponge was placed outside the cage. Post op- patient complained of worsening pain in the low back with associated radiculopathy in the lower extremities and numbness in the left leg, left foot and genitals. Patient continued to experience chronic low back pain with radiculopathy down his left leg. The patient had difficulty in sitting, standing and laying down. The patient also suffered from numbness in scrotum and erectile dysfunction. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.